Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited noise. The patient would be brought into clinic for isometric and pocket manipulation to try and reproduce the lead noise. No medical intervention or patient symptoms were reported.